Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that he feels well and requires no medical attention. Verified the strips expire 01/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: lo, (B)(6) 2015 ,12:47:00 pm, fasting: no. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo." Customer states that he feels well and requires no medical attention. Verified the strips expire 01/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: lo, (B)(6) 2015, 12:47 pm, fasting: no. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).